Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 800 mg/dl, and the pump had no power. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause of/contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: rebooting observed in the black box. The rebooting is preceded by a call service 88 alarm on (B)(4) 2014 at 6:40pm. The voltage in the black box is low. Insulin delivery is not resumed following the call service 88 alarm. Daily insulin delivery totals correctly reflect user's programmed basal rates. No damage was found to the battery cap or compartment. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring.the pump was opened and no damage was found to the power circuit. Pump passed delivery accuracy test and found to be delivering within required specifications.